Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that there was a possible connection issue between the lead and device, resulting in the right ventricular (rv) lead exhibiting high impedances and a failure to pace. No intervention was done due to patient condition and age and the device remains in use. No patient complications have been reported as a result of this event.